Event description:
This spontaneous report was received on (B)(6) 2012, from a (B)(6) female consumer reporting on self from the united states. The medical history included anaphylaxis and high cholesterol. She was allergic to bees, wasps, hornets, latex, ethylenediamine dihydrochloride, neomycin sulfate and nickel sulfate hexahydrate. The concomitant medication included omega 3 factor 800mg daily for high cholesterol. On (B)(6) 2012, the consumer started using band-aid brand sheer comfort flex bandages, cutaneously two band aids one on top of the other once at night to cover a cut on her finger (lot number and expiration date unspecified). After an unspecified duration, while biting the nail, she accidentally chewed the bandage and on the next day around 1.00 am she had difficulty in swallowing. She self treated with epi-pen (epinephrine) and benadryl (diphenhydramine) and then went to the emergency room where she was administered an unspecified steroids intravenously. After an unspecified duration, an unspecified laboratory test was performed and the results of which was unknown. She also stated that she could not find the lot number. On the same day of treatment, the event resolved. This report was assessed as serious (required intervention). The company causality was assessed as possible.

Event description:
This spontaneous report was received on (B)(6) 2012 from a (B)(6) female consumer reporting on self from the united states. The medical history included anaphylaxis and high cholesterol. She was allergic to bees, wasps, hornets, latex, ethylenediamine dihydrochloride, neomycin sulfate and nickel sulfate hexahydrate. The concomitant medication included omega 3 factor 800 mg daily for high cholesterol. On (B)(6) 2012, the consumer started using band-aid brand sheer comfort flex bandages, cutaneously two band aids one on top of the other once at night to cover a cut on her finger (lot number and expiration date unspecified). After an unspecified duration, while biting the nail, she accidentally chewed the bandage and on the next day around 1.00 am, she had difficulty in swallowing. She self treated with epi-pen (epinephrine) and benadryl (diphenhydramine) and then went to the emergency room where she was administered an unspecified steroids intravenously. After an unspecified duration, an unspecified laboratory test was performed and the results of which was unknown. She also stated that she could not find the lot number. On the same day of treatment, the event resolved. This report was assessed as serious (required intervention). The company causality was assessed as possible.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.